Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.